Event description:
It was reported that while the sales representative was in the hospital, she was directed to one of the rooms where the md was inserting an intra-aortic balloon (iab) in a pt. The iab was properly prepped, but md was unable to get it through the super arrow-flex (saf) sheath. Md continued his attempt to insert the catheter, but the iab began to unwrap. As a result, md pulled the iab from the saf sheath successfully and opened another iab, prepped it properly and was able to pass it through the saf sheath. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in therapy because the md was unable to pass the iab through the saf sheath which caused the iab to unwrap. The delay in therapy was listed as "until another iab could be inserted." There were no reported pt complications and the pt outcome is listed as "ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.